Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device was explanted, and returned to boston scientific for analysis. There were no reported allegations against the device and no adverse patient effects.